Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down when unplugged from ac power was confirmed. The root cause of the failure was identified as a faulty internal battery. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number (B)(4) have been reported from the same facility.

Event description:
On two occasions, the machine has died when the power cord is removed from the wall. There was 44% left on the battery. When the power cord was plugged in, the machine could be restarted. The report is for the first event reported.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from the same facility.

Event description:
On two occasions, the machine has died when the power cord is removed from the wall. There was 44% left on the battery. When the power cord was plugged in, the machine could be restarted. The report is for the first event reported.